Event description:
The customer reported via phone call that the customer had been running high. The customer¿s blood glucose level was unknown at the time of the incident. Customer declined to troubleshooting on insulin pump. The insulin pump will be returned for analysis.